Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was informed to continue using the pump and to call back if the issue reappeared. The customer acknowledged and understood these instructions.